Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that the lead was replaced on (B)(6) 2011 due to high impedance measurements. The explanted lead was returned to the MFR for analysis.

Manufacturer narrative:
Results: as received the lead was severely kinked with all wires broken approx 12.5 and 13.4cm from the stimulation end. No functional testing was performed due to broken wires in the lead segment. As there was no breach of the outer tubing of the lead this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.